Event description:
Initial hcg result of 1.50 mlu/ml was repeated on the same sample as a 1:20 dilution and recovered 17.09 mlu/ml. An additional dilution of 1:10 recovered a result of 37476 mlu/ml. No information was provided which indicates results were used to guide therapy. Field service rep adjusted the pressure sensor and high voltage. Aligned the sample probe and ran the performance check tests.